Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Furthermore, this device is not available for return. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician had difficulty advancing the velocity within the catheter. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient. The exact event date is unknown.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up: 1. Section h. Box 6. Device code 1 h3 other text : placeholder.